Event description:
It was reported to gore that during deployment of a gore viable biliary endoprosthesis, the deployment line got hung up on the proximal end of the stent, snagging the device. Deployment could not be completed. Another stent was used successfully to complete the procedure. The device was returned for examination.

Manufacturer narrative:
Add'l details provided to gore included that the guidewire used was a "0.035" soft jag." It is identified in the instructions for use - a guidewire of the stiff or extra stiff variety is recommended.

Manufacturer narrative:
This supplemental medwatch report is being submitted as follow up 1 to manufacturer report 3003910212-2013-00032. It has been noted that the following reportable information was inadvertently omitted from the event description of the initial medwatch report: the patient developed acute cholecystitis approximately 1 month after the placement of the endoprosthesis requiring a second procedure to resolve. A review of fluoroscopic images by gore, showed that the endoprosthesis was placed across the cystic duct within a previously placed bare metal stent. The instructions for use include the following warning among others: "placement of a fully lined endoprosthesis (without holes) across a branch duct or major bifurcation may result in complications due to blockage of flow from the branch duct and prevent endoscopic or transhepatic access for future procedures".

Event description:
The patient developed acute cholecystitis approximately 1 month after the placement of the endoprosthesis requiring a second procedure to resolve.

Manufacturer narrative:
This report is being submitted as follow up 2 to MFR. Report 3003910212-2013-00032 to clarify the information previously reported for gore viabil biliary endoprosthesis/lot 10876781. The information reported in MFR. Report 3003910212-2013-00032 is associated with gore viabil biliary endoprosthesis/lot 10876781. However, the event described in the report was reported in error as it did not cause or contribute to a serious injury and is not considered a reportable event. The information reported in follow up 1 to MFR report 3003910212-2013-00032 has been submitted in error. The information provided in the follow up report is not associated with gore viabil biliary endoprosthesis/lot 10876781 and has been resubmitted for the correct device per MFR. Report (3003910212-2014-00007/(B)(4)).